Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the operation the instrument has been broken. There was no impact on the procedure, the operation was finished successfully. The broken part was retrieved and disposed of. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the additional evaluation states that the measurable dimensions of the deformed drill bits were checked as far as possible and found to be in compliance. It is indicitive that too much mechanical force had been applied during the surgery. No product fault could be detected.(B)(4)